Event description:
Information received from the field does not address the patient's clinical status but notes that one day after implant, the device exhibited discrepancies between the programmed rate and the measured rate. The device was first programmed to 100 ppm and the measured rate showed 92.1 ppm. Reprogramming the device to 70 and 75 ppm gave appropriate rates.